Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a device burst during a procedure inside a patient.. No information regarding patient outcome was provided.